Manufacturer narrative:
The device was received with blank display due to corroded battery tube. We were unable to perform displacement test, operating currents, self test and off no power due to blank display. We were unable to verify battery out limit alarm and low battery alarm due to blank display. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 411 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose and blank display. Customer will return device for analysis.